Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced a high blood glucose of 600 mg/dl due to a bent cannula and the infusion set falling off. Additionally, the customer experienced issues with air bubbles in the tubing and bleeding at his site. The customer was also hospitalized on (B)(6) 2017 for a high blood glucose of 500 mg/dl. The customer was hospitalized for an entire week due to diabetic ketoacidosis and low blood pressure. The customer was wearing the insulin pump at the time of admission. He was dehydrated and placed on insulin drip. He was also treated via insulin sliding scale. The caller declined troubleshooting for the high blood glucose and site issues. The insulin pump was not returned for analysis.